Manufacturer narrative:
Product ID: 8703, lot# j90069496, implanted: (B)(6) 1990, product type: catheter. (B)(4).

Event description:
It was reported that the patient never had a problem with their pump until they had to change health care providers (hcp), and then they got a granuloma every 5 years. The reporter noted the first granuloma was removed in 2005 or 2006. The pump system was being used to deliver fentanyl, dilaudid, and morphine. Additional information has been requested, but was not available as of the date of this report. [Please refer to manufacturer's report #3004209178-2014-09473 for information regarding patient's second granuloma.]